Event description:
Had guidant device (defibrillator - synchronization - pacemaker) (ICD) implanted. Returned home from hosp 2 days later. Awakened 2 days later, very weakend condition. Went to emergency room - heart rate of 30 - e.r. Had the guidant clinician check the device and sent me back by ambulance to hosp for further surgery concerning the device. Had cardioversions for heart stopping. And surgery the next day.